Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device does not charge the battery. There was no reported patient involvement. Based on the information available, the root cause of the reported issue is due to the defective battery. Since the device is eol (end of life) no repair is possible. The system does not meet full specifications and is kept out of use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.